Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue found during maintenance was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, during soak test the unit shut down and generated a constant alarm. This was found to be caused by a fault within the main board. A known working main board was fitted and confirmed the fault has been rectified. The unit then passed all tests in accordance with the original equipment manufacturer (OEM) service manual and no further defects were detected. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the high flow insufflation unit had an alarm system generated. Upon inspection of the customer¿s returned device it was observed, an alarm sound was generated and the caution lamp for excessive pressure was turned on due to faulty main board. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.